Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Shelf life studies, product monitoring, and dose audits were performed during product development and on market performance continues to be monitored at adc. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected - PMA/510(k) # as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform an issue with the adc device. The customer reported a skin reaction at the site of the sensor, which was red, painful, hot to the touch, and edema had formed. The customer had contact with a healthcare provider and was prescribed antibiotics for treatment. A few days later, the customer received additional treatment of lancing edema at site. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. Observed adhesive was not returned. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform an issue with the adc device. The customer reported a skin reaction at the site of the sensor, which was red, painful, hot to the touch, and edema had formed. The customer had contact with a healthcare provider and was prescribed antibiotics for treatment. A few days later, the customer received additional treatment of lancing edema at site. There was no report of death or permanent injury associated with this event.